Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip. The radio frequency pic failed self-test was found on the device due to faulty connector on the radio frequency board. (B)(4).

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.